Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. After implanting the orsiro timi flow 2 was confirmed, but immediately after that it became timi flow 0 due to stent thrombosis. Despite giving medication the timi flow did not improve.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was available for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no manufacturing related root cause was determined. However, it was reported that a heparin induced thrombocytopenia (hit) was suspected and a plaque rupture was considered and that the thrombosis is not related to the complaint stent.